Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. At the time of the cartridge change errors, there was an o-ring observed to be on the pneumatic tap. The o-ring was removed; however, the cartridge change errors continued to occur. Customer¿s blood glucose level was 124 mg/dl. The customer loaded a new cartridge to resolve the issue.